Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination identified a crack at a bubble in the polycon vorite inside the lumen area of the notch area adjacent to the sense b electrode. Additionally, arc marks were noted on the shocking coils. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received a shock(s) and a manual impedance test produced a message that an impedance value could not be retrieved. Additionally, the device displayed a charge time error due to a high voltage charge. X-ray revealed that the electrode was completely wrapped around the device. A boston scientific technical services consultant informed the caller that therapy can no longer be guaranteed and the system should be replaced. The system was removed from service and replaced. No additional adverse patient effects were reported.